Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00325, 3005168196-2018-00326, 3005168196-2018-00327.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, the physician was unable to advance three ruby coils through a non-penumbra microcatheter, and therefore, the ruby coils were removed. The physician then attempted to advance another ruby coil through the microcatheter, however it became stuck and then unintentionally detached as the physician was attempting to remove it. The physician was unable to place the detached ruby coil, and therefore the microcatheter was removed with the ruby coil inside. The procedure was aborted at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00325, 3005168196-2018-00326, and 3005168196-2018-00327.